Event description:
It was reported by the customer the decompression sleeve connection is detached along with the catheter. Additional information received 11/5/2023: the customer reported the detachment was found during the insertion process when it was maintained for a week. The connector is properly connected and the two pieces are properly locked and dislodging. It was reported this event occurred four times. This report addresses the third event.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.